Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 07-sep-2020. The most recent information was received on 21-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('acute pain in the lower abdomen on the right'), fatigue ('fatigue') and dizziness ('daily presence of dizziness') in an adult female patient who had essure inserted. The patient's medical history included hemianaesthesia in 2017, gravida ii, parity 1, ectopic pregnancy, salpingectomy, nausea, dizziness, loss of balance and hypoaesthesia facial. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient experienced abdominal pain lower (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization) and dizziness (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with essure removal. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, fatigue and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dizziness and fatigue with essure. The reporter commented: gynaecological consultation to be scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2020: nothing to report. Electrocardiogram - in (B)(6) 2020: nothing to report. Lumbar puncture - in (B)(6) 2020: nothing to report. Magnetic resonance imaging - in february 2020: nothing to report. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. It was reported by a consumer and describes the occurrence of fatigue ('fatigue'), dizziness ('daily presence of dizziness') and abdominal pain lower ('acute pain in the lower abdomen on the right') in an adult female patient who had essure inserted. The patient's medical history included hemianaesthesia in 2017, gravida ii, parity 1, ectopic pregnancy, salpingectomy, nausea, dizziness, loss of balance and hypoaesthesia facial. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient experienced fatigue (seriousness criterion hospitalization), dizziness (seriousness criterion hospitalization) and abdominal pain lower (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. Essure was removed on (B)(6) 2020. At the time of the report, the fatigue, dizziness and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dizziness and fatigue with essure. The reporter commented: gynaecological consultation to be scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2020: nothing to report. Electrocardiogram - in (B)(6) 2020: nothing to report. Lumbar puncture - in (B)(6) 2020: nothing to report. Magnetic resonance imaging - in (B)(6) 2020: nothing to report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.